Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2022 with cardiac perforation as a result of their right atrial lead the morning after initial implant. The lead was successfully repositioned on (B)(6) 2022. The patient was stable throughout.